Event description:
It was reported that the ventricular lead exhibited loss of capture. A chest x-ray confirmed that the lead had dislodged. The lead was explanted and replaced. No additional information was available.